Event description:
Surgeon reports the gia stapler device misfired and cut the tissue without stapling. This prolonged the procedure and leaks at anastomosis sites. Required repair. No effects beyond surgery.